Event description:
Customer alleged the bolt at the crossbrace broke off and caused the crossbrace to collapse. No injury alleged.

Manufacturer narrative:
(B)(4) - the consumer is an (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the bolt at the crossbrace broke off. The consumer was at the doctors office and the doctor & her son were able to catch her prior to falling. No injury.